Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was in certain positions the stimulation would stop. The rep interrogated the device and group and electrode impedances were all where they needed to be even when the patient said the device was not working. The patient was going to meet with her physician. The rep was unsure of the outcome of the meeting with the patient's pain physician. No further complications were reported.

Manufacturer narrative:
Product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4) no longer applies . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that they were with the a manufacturer representative (rep) today and they told them to call for a replacement patient programmer because the patient¿s was ¿malfunctional¿. The patient stated the reason why the rep thought their programmer was malfunctional was because the programmer was giving the ¿charge ins now¿ warning screen, but the patient stated that this was normal because they needed to charge their ins and when they got the recharger out the recharger said the same thing and the patient was able to successfully charge. The patient stated the rep checked their implant with their clinician programmer and stated there must be something wrong with the patient¿s programmer, because the clinician programmer was showing that the ins was not depleted when the programmer was showing that it was depleted. The patient stated that they just think the cli nician programmer was a little more sensitive. The patient stated they were charging during the call and the ins was 50 percent charged and the patient could turn the ins on. The patient checked the ins with their patient programmer and it was functioning normally. It didn¿t appear as if there was an issue. The patient reported that the reason they were with the rep was reprogramming to have their leads checked because they had issues where they were getting ¿intermittent signals (stimulation) through legs¿. The patient stated once the leads were tested, the rep stated that the leads were working fine. The patient stated they had been trying to get this issue taken care of for the last four weeks and it had been going on for six weeks. The patient stated the rep was notified first, but didn¿t¿ show up to their appointment two times so another rep came out. They stated that the reprogramming they did today had not resolved the issue. The intermittent stimulation had been occurring for the past six weeks ((b)((6) 2018) and the suspected patient programmer issue began (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a medical condition that cause frequent falling, the patient stated that after falling that stimulation did not feel as strong. It was also stated that the patient had an x-ray to determine if the device and leads had migrated, and the x-ray showed them to be in the correct place. No patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
Continuation of d11: product ID: 977c165; lot# serial#: (B)(6); implanted: on (B)(6) 2017; product type: lead; product ID: 97740; lot# serial#: (B)(6); product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from healthcare provider (hcp). Patient reported to hcp that patient only has lead left implanted. The ins was not working and patient still has the paddle portion of the lead left in place. Caller stated that patient reported that within about a year of implant, around the summer of 2018, system started to malfunction. Around june 2019, the ins was disconnected and removed as it wasn't working anymore, and ins was "finally done. " caller was inquiring about MRI eligibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the pain has been going on for almost 3 months. The patient called their hcp and the hcp told the patient to get to a medical facility to get the pain under control and to have a manufacturer representative (rep) meet her to have the device tested. The patient stated they went to the hospital last night and was admitted this morning. The patient requested a rep come out and do a full diagnostic of the unit because it is not functioning. The patient mentioned a rep came out before labor day and all they did was check if the leads were intact and did some reprogramming. The patient said the hcp was going to call the manufacturer on 2018-sep-21 to get someone to look at the device. The rep reported that the patient had a loss of stimulation intermittently depending on position. Impedances were normal around 800-900 ohms. The intermittency can be recreated in one position easily by laying on her side and raising her arm above her head propping it up. The patient can feel stimulation go away. The patient said this started 3 months ago and woke her up in the middle of the night out of a dead sleep. The patient changed positions and the stimulation started again. The patient feels the intermittency is progressing more as time goes on. It happens in various positions throughout the day. The patient mentioned going to the hospital because of the pain without the stimulation and the patient's normal dose of pain medicine are not enough to cover the pain. Technical services had the rep do the following troubleshooting steps: take electrode impedance in the position where pt feels stim shut off- results: impedances still in normal range of 800-900 ohms, looked specifically at contacts 8,9,10 (programmed contacts) and still in same range. Run group impedance with arm above head/laying on side and normal sitting position. Prog d1 (no adaptive stim programmed): 636 ohms (arm above head, laying on side, pt not feeling stim); 624 ohms (normal position, feeling stim on); reviewed that rep could look at the other groups to see if any other groups have similar programming. Rep stated group c and e have same programming only with as activated. Reviewed to go through same troubleshooting steps of positioning and running electrode and group impedance and see if things are the similaror different. Suggested trying to determine which contact may be driving this issue and remove from programming if it can be determined. No further complications were reported.